Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a heart block. The implantable pulse generator (ipg) was failing to capture, inhibited pacing was occurring and patient was not receiving pacing therapy as it was noted that the ipg was not delivering pacing spikes. A possible loose set crew was suspected. It was also suspected that the right ventricular (rv) lead was not fully sealed in the header. The rv lead exhibited non-capture and inhibited pacing. The ipg and rv lead remain in use. No further patient complications have been reported as a result of this event.